Manufacturer narrative:
(B)(4). Date sent: 7/9/2021. Additional information received: the patient evolved with fistula at angle hiss precise percutaneous drainage and placement of esophagogastric prosthesis with very good resolution. It is currently in evolution without recurring fistula. The complication was due to the echelon 60 blue load in the last gastric stapling it was blocked without being able to back up and impossible to open so we had to open another machine to load and shoot from the inside. It is in this area where the dehiscence occurred.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2020, batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for surgery? Morbid obesity with an mcde40. What was the surgical procedure? Vertical gastrectomy. What is a "stuck device"? Cut and staple? The device was fired five times in the last shot the tissue was stapled but the device jammed and that was when it was withdrawn with great difficulty, carrying half the stomach. The surgeon used blue charge. The surgeon introduced another powered echelon. Was the surgeon able to remove the device without difficulty? No. It was very difficult to remove the device. Could not be opened. How was the procedure completed? With another powered echelon. Why does the surgeon believe that postoperative problems are related to the device? Because the patient has post-operative fistula generated by not being able to complete the procedure correctly, since the area was very narrow and dangerous. What is the current status of the patient? He patient has generated a postoperative fistula, has a scanner drainage, also a percutaneous endoprosthesis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device has stopped working. When the surgeon was going to make the last shot, the device has stuck and the surgeon did not use the machine. The patient had made a fistula, due to a complication reported by this failure of the machine.